Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
The following was reported to draeger " it was reported that the unit shutdown on a patient yesterday. The displayed went black. Today, the unit does not fully power up, no green led on c500 and no display. No patient health consequences have been reported.